Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the supera instruction for use states: while maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide (4) to the distal most position on the handle. Confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. Based on the information provided, the reported difficulties appear to be use related. It appears that the stent did not fully release from the delivery system due to failing to unlock the deployment for final deployment. The stent stretching was a result of removing the delivery system with the stent not fully released from the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the moderately calcified mid left superficial femoral artery (sfa). The 6.0x150mm supera self expanding stent system (sess) was advanced to the lesion and deployed however the physician did not unlock the distal lock; therefore, the stent was not fully released from delivery system. During removal, the stent was stretched and the entire stent was removed with the sheath. Another device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.